Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information: h4 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "foreign material clogged in nozzle" malfunction could not be identified, nor the foreign material type. The event can be prevented by following the instructions for use which state: IFU states the detection method in cf-h185l/I operation manual chapter 3 preparation and inspection IFU states the preventative measures in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had no image. The issue was found before an unspecified procedure. The device was returned for evaluation. During the device evaluation, found the nozzle was clogged by an organic material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found corrosion detected on the plug unit print circuit board as well as the suction cord flexible printed circuit unit; the light guide rod lens was cracked; the charged coupled device cover lens was discolored; the plastic distal end cover was scratched; the bending section rubber glue was separated; the grip unit had scratched wear and tear; the scope cover had wear and tear; the universal cord had wrinkles; and the angulations are out of specification. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.